Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump became frozen on a low blood glucose reminder and the customer was unable to clear it. During troubleshooting with tandem technical support the reminder was able to be cleared. Customer had a low blood glucose level of 67 mg/dl. Customer consumed food to stabilize blood glucose levels.